Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with channel 1 does not work was confirmed during review of the event history log. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "channel 1 does not work"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.